Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and electric shocks for what the device sees as dual arrhythmia. The device remains in service. Device therapy zone was reprogrammed. The physician also mentioned changes to the patient's medical regimen. No adverse patient effects were reported.